Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a deployment issue and stent damage post deployment occurred. The eccentric and 99% stenosed lesion being treated was located in the saphenous vein graft (svg) to the left anterior descending artery (lad). The lesion was predilated with a 4 x 12 mm apex balloon at 2 atms for 5 seconds. A non-bsc embolic protection filter was deployed in the distal svg and then a 3.5 x 30 mm promus element plus stent was deployed in the mid to distal svg at 14 atms for 24 seconds. The 4.0 x 12 mm promus element plus stent was deployed in the ostial svg at 14 atms for 16 seconds. Angiography of the 4.0 x 12 mm promus element plus stent showed that is was under-deployed. A 4 x 12 mm apex balloon was inflated in the stent at 14 atms for 10 seconds. A unknown stent was advanced to the proximal svg, however it was unable to cross the 4.0 x 12 mm promus element plus stent and was successfully removed. The 4 x 12 mm apex balloon was readvanced to the target lesion and was inflated at 4 atms for 10 seconds. The unknown stent was readvanced to the proximal svg, however it migrated and caused the 4.0 x 12 mm promus element plus stent to accordion. The deformation was treated by inflating a 4 x 12 mm apex balloon at 16 atms for 10 seconds. The procedure was completed by deploying a 4.0 x 28 promus element plus stent in the proximal to mid svg. No further complications were reported and the patient is doing well.